Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note # during the troubleshooting survey, customer further reported they were unsure if the correct technique was used while using the device. Customer reportedly agreed to go over the technique with their device operators and review their evaluation protocol. Note # device manufacture date is unknown as the meter serial number is unknown. A follow-up report will be filed with correct serial number if meter is returned.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 422 mg/dl, 45 mg/dl and 47 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.